Manufacturer narrative:
Weight, race, ethnicity: unk. Date of event: unk. (Expiration date): unk, no serial number reported. PMA/510k: this product is not marketed in the us. (Device manufacturing date): unk, no serial number reported. Claim#: (B)(4).

Event description:
The reporter indicated that a patient has complaints in left eye (os) of poor far and near vision post viva implantable collamer lens implantation. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5-the reporter indicated that a 12.6mm vicm6 12.6 -6.50 diopter implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. Permanent loss of bcva was observed. Lens remains implanted, patient has not decided for an exchange. In the reporter opinion the cause of the event was the device. Claim #(B)(4).

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. H6: investigation type 4110 one additional similar complaint type events within associated lots were found. Claim#: (B)(4).